Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not recognizing the co2 parameter. The customer stated that when a cable was connected, the parameter would come up but the readings and waveform were absent. It was noted that the customer had already attempted to replace the cable but the issue remained. The customer requested that the device be returned for bench repair. There was no reported patient involvement.

Manufacturer narrative:
Correction provided for adverse event or product problem: value updated from ni to product problem.